Event description:
Eight days following an uneventful endometrial ablation procedure patient was hospitalized and diagnosed with a tubo-ovarian abscess which was drained. Patient treated with antibiotics, recovered and discharged.